Event description:
It was reported that the patient¿s implant had lasted 2 weeks after it was implanted. It was noted that on wednesday prior to this report the patient had charged up to at least half but by the day prior to this report it was empty. Patient had charged up again the morning of this report but the battery was showing it was empty. Patient¿s battery was depleting from full to empty in 40 minutes without using it. It was later reported that the patient was ¿not sure if the external component of the system were working properly.¿ patient recharged on (B)(6) 2013 after having an adjustment. It was noted that was the first recharge. It was noted that after 3-4 hours implantable neurostimulator (ins) was at (B)(4)%. On friday (B)(6) 2013, the patient recharged for 4 hours and it showed the ins was full with all 8 coupling boxes. On saturday (B)(6) 2013, the patient had gone to turn off the device and the battery was showing empty. On sunday (B)(6) 2013, the patient recharged for 3 hours to (B)(4)%. On tuesday (B)(6) 2013, the patient recharged for 5 hours and ¿got half a charge, both units implantable neurostimulator recharger (insr) and patient programmer had shown half a charge.¿ on (B)(6) 2013, patient had charged for 5 hours with 4-8 coupling boxes. It was noted that ¿at one point, it shut down, showing it had overheated.¿ it was back on and there were no boxes which were reoccurring and the patient had not moved but it was still only showing the battery at half charge. Patient was checking coupling every 15 minutes. It was further noted that if the coupling boxes were low the patient repositioned for more shaded boxes. The patient did not think it was supposed to take this long the charge. Patient was concerned that the battery was full friday night and by saturday morning it was empty. After repositioning the antenna twice over the ins there were no black boxes. It was noted that the insr was full on friday and then empty on sunday night. The insr had not been plugged in the night prior to this report or on the date of this report yet it was showing full. Patient was having trouble showing any shaded coupling boxes. Patient was concerns about the charger unit. The patient had 2 shaded boxes with the antenna ¿above the unit.¿ the patient moved the antenna down and had no boxes shaded. The antenna was moved above the unit and 2 boxes were shaded. It was noted that ¿prior to a half hour ago¿ the patient had no problem getting most boxes shaded. Patient stated ¿after 5-6 days of not having an issue, she did not think she would have to use it.¿ patient was suddenly back to all 8 boxes shaded after moving the antenna ¼ inch. Patient had gone from 0 to 8 shaded. The patient did not believe it was the ¿location.¿ the patient stated ¿when he did not move and the bars changed, if it dropped a couple, he did not think much of it but when it showed a thermometer and no boxes or 2 boxes.¿ it was noted that the patient had not recalled seeing any codes on the thermometer screen. It was noted that ¿it had felt warm and that was after about 4 hours.¿ patient spoke with a manufacturing representative on sunday (B)(6) 2013. Patient was having difficulty maintaining good coupling and the ins was not fully charging. Patient stated ¿there were 3 programs under a at 3.8, 4.2, and 5.3.¿ the patient believe there was something mechanically that was not working correctly on the insr. Patient had lost half of the boxes. Patient had an appointment with the healthcare professional (hcp) on (B)(6) 2013. The insr would self-discharge from 100% to empty. It was noted charging times and battery status had discrepancies. Anomaly appeared to have occurred through product use. There was no indication of patient harm. It was later reported that the patient had received a replacement insr the (B)(6) 2013. It was noted that using the new insr it still took 5-6 hours to get a full charge. The patient was concerned there was an issue with the ins not functioning properly. Patient¿s recharging difficulty had begun on ¿day one.¿ patient was implanted on (B)(6) 2013. On (B)(6) 2013, the patient had sat still with the charger on the table next to him and he watched the ¿core tiles move around from 8 to 4 to 5 to 6.¿ the patient¿s first time charging took 20 hours and he had gotten it to 100% and then the next morning the ins charge had gone to zero. The next day it had taken 6 hours to charge it. Patient had tried taping the recharger to him while he slept but woke up with zero bars. Stimulation changes were mentioned. The patient had turned stimulation up to 5.9 and then turned it back down and then back to 5.9 but the second time could not stand the stimulation at that level. Patient thought stimulation changes were not normal. It was later reported that recharger and antenna were already replaced. The implant was taking 5 hours to get a full battery. At time of this report they were able to get 8 coupling boxes. Patient thought it took 5 hours to get to 100% from half way charged. Clinician programmer statistics showed 0.5 hours typical duration, .3 day interval, and 8 coupling bars. Clinician programmer also showed (B)(4) 0 hours 100%, (B)(4).1 hours 100%, (B)(4) 2.2 hours 100%, (B)(4) 2.3 hours 75%, (B)(4) 0 hours 75%, and (B)(4) 100% charge .5 hours. Calculated interval at patient settings was a 4 day interval. The longest recharging session on (B)(4) averaged 5 coupling and that implant reached antenna too hot for 19 minutes.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown, product type: unknown. (B)(4).